Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level approximately below 60 mg/dl. Low bg cause was not known. The customer's husband and son provided assistance and called the paramedics; however, the customer does not recall how the low bg was treated. Reportedly, the customer experienced a seizure due to the low bg event. Recommendation was made to consult with a healthcare provider to discuss diabetes management.